Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Implant date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the open end peritoneal catheter was implanted in (B)(6) 2016. According to the report, in early fall 2016, the patient noticed a ¿growth¿ in their abdomen. Towards the end of (B)(6), it reportedly grew to a larger size and part of the ¿tubing¿ running under the patient¿s neck was starting to protrude as if there was a blockage. It was stated that after the patient received an ultrasound, they were informed the object was full of liquid. The patient underwent an operation in early (B)(6) 2017. Reportedly, during the operation, it was determined that the catheter was no longer in the peritoneum, but was outside in the abdomen and was ¿actually wrapped up in the pseudocyst or seroma.¿ the catheter was removed from the abdomen and placed into the peritoneum. After several weeks, the growth started to come back and after another ultrasound, it was determined the sack was refilling with fluid. The patient underwent an additional operation, this time to replace the catheter with a closed end catheter. It was stated the old catheter was cut just under their rib cage and the new catheter was connected, with the distal end in the peritoneum. It was noted there was a ¿small egg¿ under the incision, but it had not grown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.